Manufacturer narrative:
(B)(6).

Event description:
It was alleged the super turbovac 90 wand issued an electric shock which made patient muscles in shoulder, arm and forearm contract.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the device came into contact with another metal object, which could have caused a shock or muscle spasm. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: "as with other electrosurgical units, electrodes and cables can provide paths for high frequency current. Position the cable to avoid contact with patient or other leads." "Do not contact metal objects while activating the wand." A review of manufacturing records for this lot number found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.